Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported with a description of intraocular lens damaged by handpiece injector. After implanting iol into patient¿s eye the surgeon noticed iol damaged and remove it from patient's eye. Additional information has been received and stated that surgery was completed with spare iol on the same day. Due to this more surgery time was taken, patient had infection and already on medication.

Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of lens damage by the injector therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, a device history record review could not be conducted. The photos attached to the parent file were reviewed by the manufacturing site. Photos 1 and 3 show an iol box. Photo 2 shows paperwork. The reported issue of lens damage by the injector could not be confirmed from the photos. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.